Event description:
Servo 300 ventilator malfunctioned - started pressure limiting and malfunctioning then started smoking and emitting fumes. The pt had to be bagged while the ventilator was switched out. There had been a power surge earlier in the evening.